Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The blood glucose level of customer was 49 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that customer had experienced any symptom related to low blood glucose event. It was found that the auto mode feature was active at the time of incident. Customer stated that they unable to enter auto basal. The insulin pump will not be returned for analysis.